Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5107172/5108766.

Event description:
It was reported that the patient was hospitalized due to a slight fever and overall weakness. The patient was placed on antibiotics. All components were explanted and were not returned.